Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during an infusion of a keytruda, the tubing separated and leaked at the blue safety clamp. There was no patient harm.